Event description:
The patient reported discontinuing omnipod use following infections at infusion sites on the abdomen and alleged cannula breakage with retention inside the body. The patient stated that two pods worn on the abdomen became infected, resulting in swelling, redness, a pocket of infection, and subsequent scarring at the infusion sites, which required urgent care visits and antibiotic treatment. The patient reported persistent fever and sore throat during these events. The second event reported was captured under internal insulet reference #(B)(4) . The patient further reported that one retained cannula later emerged from the side of her tongue following persistent coughing. A second cannula is believed by the patient to remain in the body but has not been located despite diagnostic imaging, including ultrasound, magnetic resonance imaging (MRI), and x-ray. The patient stated that healthcare providers indicated the cannula material may not be visible on imaging. She has upcoming otolaryngology and cardiology evaluations to assess for potential damage related to the retained cannulas. She stated she no longer has the devices available for return and has transitioned to multiple daily injections with manual blood glucose monitoring.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin infection and scarring. We are unable to confirm or determine the root cause of the cannula breakage. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.